Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extensive reconstruction surgery, discomfort, air leaking or uncontrollable and often loud flatulence from vagina, pelvic pain, complex rectovaginal fistula, chronic pelvic abscess cavity, compromised anterior rectal wall, compromised posterior vaginal wall, bowel dysfunction, fecal incontinence, urinary incontinence, abdominal pain, cramping, physical limitations, chronic infection, mesh erosion, chronic pelvic abscess cavity permanent, urinary dysfunction, parastomal hernia, surgical excision of mesh.